Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bad fit with shaft". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that once after the urinary catheter was in place, a little urine was seen in the collection bag. There was a leakage of urine observed in the patient's protection. When the balloon was checked it contained 10cc of ppi water. The nurse then proceeded to remove the urinary catheter hence creating the risk of a bladder globe. Then a new urinary catheter was put in and so the risk of infection was also increased. The careers advised that this was the 3rd time they had observed this type of incident with this reference for which no report had been made. The batch was no longer available in the department and the concerned catheter for the incident was also not kept.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that once after the urinary catheter was in place, a little urine was seen in the collection bag. There was a leakage of urine observed in the patient's protection. When the balloon was checked it contained 10cc of ppi water. The nurse then proceeded to remove the urinary catheter hence creating the risk of a bladder globe. Then a new urinary catheter was put in and so the risk of infection was also increased. The carers advised that this was the 3rd time they had observed this type of incident with this reference for which no report had been made. The batch was no longer available in the department and the concerned catheter for the incident was also not kept.